Event description:
It was reported that there was a malfunction resulting in high co2 delivery during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: no patient information provided to date after calls to customer 07/29/24 and 08/07/24. Legal manufacturer: (B)(4).